Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer does not recognize a specific brand of implantable cardiac devices even after a service diskette was used, the analyzer does not function properly and the radiofrequency (rf) head did not have a stable contact with the port on the programmer. The status of the programmer, analyzer and rf head is unknown. There was no patient invovlement.